Event description:
The customer reported that they had to press the discharge button three times for the device to discharge. There was no report of death or serious injury related to this complaint.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.